Event description:
As reported by the field, during a stent assist coil embolization at the ba top. A guiding catheter (6fr roadmaster, goodman) was placed in the vertebral artery (va) and a pulse rider (unknown product/lot number) was implanted by using a prowler select plus microcatheter (unknown product/lot number). After that, two galaxy g3 mini 1mm x 3cm coil (glm910030, l14107), (glm910030, 30407090) were used at the end of this procedure. They were attempted to be inserted into the microcatheter (mc) but there was resistance felt between the complaint coils and the sheathes and they were not able to be inserted. After that, a competitive coil was attempted to be used but the same issue occurred. An optima coil was used together with the microcatheter without any problems. Additional information received indicated that other coils were successfully used with the mc prior to the encountered resistance. It was not necessary to remove the microcatheter. There was no damage reported to the mc during manipulation of the device or upon removal from the patient. No damage was reported to the complaint coils. Nothing was noted to be obstructing the microcatheter. A continuous flush on the microcatheter was maintained. The introducer was flushed until liquid was visible at the distal end of the slit in the clear tube. The tip of the introducer was firmly installed into the hub of the microcatheter and locked with the rhv during device advancement. No excessive force was applied to the device. Based on the analysis of the two galaxy g3 mini 1mm x 3cm coils received, the embolic coils are damaged.

Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The embolic coil was noted as being damaged, meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg, (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2021-00567. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Complaint conclusion: as reported by the field, during a stent assist coil embolization at the ba top. A guiding catheter (6fr roadmaster, goodman) was placed in a vertebral artery (va) and a pulse rider (unknown product/lot number) was implanted by using a prowler select plus microcatheter (unknown product/lot number). After that, two galaxy g3 mini 1mm x 3cm coil (glm910030, l14107), (glm910030, 30407090) were used at the end of this procedure. They were attempted to be inserted into the microcatheter (mc) but there was resistance felt between the complaint coils and the sheathes and they were not able to be inserted. After that, a competitive coil was attempted to be used but the same issue occurred. An optima coil was used together with the microcatheter without any problems. Additional information received indicated that other coils were successfully used with the mc prior to the encountered resistance. It was not necessary to remove the microcatheter. There was no damage reported to the mc during manipulation of the device or upon removal from the patient. No damage was reported to the complaint coils. Nothing was noted to be obstructing the microcatheter. A continuous flush on the microcatheter was maintained. The introducer was flushed until liquid was visible at the distal end of the slit in the clear tube. The tip of the introducer was firmly installed into the hub of the microcatheter and locked with the rhv during device advancement. No excessive force was applied to the device. A non-sterile galaxy g3 mini 1mm x 3cm was received for analysis, the device was visually inspected, and it was found in good normal conditions, no damages or anomalies were observed during the visual analysis. The device was inspected under a microscope, and it was found that the embolic coil is stuck inside the introducer with a damaged condition. A functional test could not be performed due to the embolic coil is stuck inside the introducer with a damaged condition. A manufacturing record evaluation (mre) was performed for the finished device 30407090 number, and no non-conformances related to the reported complaint condition were identified. Cerenovus conducted a visual inspection and microscopic examination of the returned device. A functional test could not be performed due to the conditions in which the device was returned. The visual analysis of the returned sample determined that the device is in good normal conditions, no damages or anomalies were observed during the visual analysis. A microscopic test was performed, and it was found that the embolic coil is stuck inside the introducer with a damaged condition, this condition is related with the customer complaints regarding ¿coil - resistance/friction-with introducer¿. Based on this finding, the customer complaint was confirmed. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. Resistance/friction-with introducer is a known potential issue associated with the use of the device. Although no functionality issues were found on the device. The instructions for use (IFU) do contain the following precautions: ¿ if unusual friction is noticed during advancement or retraction of the microcoil system through the introducer, open the rhv main valve, and partially withdraw the distal end of the introducer to expose its tip within the rhv. Tighten the rhv main valve and flush the y-connector of the rhv with sterile saline and verify that fluid exits the slit in the clear portion of the introducer. If unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damage on the returned system. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.